Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that both l4 screws and one l5 screw were loose. Patient underwent a revision to replace the loose/migrated screws. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually and microscopically examined set screw rod interface node and surface. Some damage noted to the threads near the bottom of the set screw. Witness marks on both nodes indicate that the rod was moving inside the bone screw head and set screw. The set screws do not appear to be cross threaded and will still engage a bone screw head. There does not appear to be a physical problem with the set screw that would cause them to back out. A review of radiographic images ap and lateral views show a construct from l1 to l4 on the left and l1 to l5 on the right. Screws are inappropriately short and appearmaligned throughout. The lower screws at l4 on the left and l5 on the right show loose set screws. The shorter rod construct on the left shows a kyphotic alignment on the lateral view which appears to have exceeded the acceptable angle permitted between the rod and screw tulip connection, making tightening of the rod impossible. The angle is also noted to be extreme on the right. Pedicle screws are inappropriately small, stop just inside the pedicle/body junction and are provided no interbody anterior column support. This would almost guarantee the outcome that resulted.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.